Manufacturer narrative:
Insulin pump received with partial display due to cracked lcd glass. Unable to perform the displacement test, active current test, sleep current test and self test due to display anomaly. Moisture damage was found on the electronic assembly during visual inspection. P-cap/reservoir locked properly in place. Pump received with minor scratches on the display window. (B)(4).

Event description:
Information received by medtronic indicated that the insulin pump fell due to the clip not clipping in tight. Customer stated crack on the screen. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.